Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had water like droplets on the lens. There were no reports of patient involvement.

Event description:
No additional information from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: internal lens is broken. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: internal lens is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.